Event description:
It was reported that tip detachment occurred. The 65% stenosed target lesion was located in the mildly tortuous and mildly calcified anterior descending artery. A 182cm graphix guidewire was advanced to cross the lesion. However, while manipulating the guidewire inside the vessel, resistance was encountered and approximately 3cm of the guidewire tip was left inside the artery. The physician attempted to remove the dislodged guidewire tip but it was not possible to withdraw. The procedure was completed successfully with a non-boston scientific guidewire. No patient complications were reported and the patient status was stable. It was further reported that detached tip removal using a snare was attempted without success.

Event description:
It was reported that tip detachment occurred. The 65% stenosed target lesion was located in the mildly tortuous and mildly calcified anterior descending artery. A 182cm graphix guidewire was advanced to cross the lesion. However, while manipulating the guidewire inside the vessel, resistance was encountered and approximately 3cm of the guidewire tip was left inside the artery. The physician attempted to remove the dislodged guidewire tip but it was not possible to withdraw. The procedure was completed successfully with a non-boston scientific guidewire. No patient complications were reported and the patient status was stable.